Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Summarized patient outcomes/complications of amplatzer pfo were reported in a research article in a subject population with multiple co-morbidities including stroke, transient ischemic attack, hypertension, diabetes mellitus, dyslipidemia, coronary artery disease, heart failure, chronic obstructive pulmonary disease, deep vein thrombosis, pulmonary thromboembolism, atrial septal aneurysm, patent foramen ovale, and intracardiac thrombus. Some of the complications reported were transient ischemic attack, stroke/cva, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿long-term clinical outcomes for patients with uncrossable patent foramen ovale¿, was reviewed. The article presented a retrospective, single center study that compared the long-term prognosis between uncrossable patent foramen ovale (pfo) and successful pfo closure in patients with high-grade pfo shunts. Devices included in this study were amplatzer pfo occluder (abbott), gore septal occluder (wl gore & associates, inc.), and occlutech figulla flex ii (jena). The article concluded clinical outcomes for patients with uncrossable pfo seem similar to those with successful pfo closure. [The primary author was yonghoon shin, department of critical care medicine, samsung medical center, sungkyunkwan university school of medicine, seoul, republic of korea. The corresponding author was woong chol kang, division of cardiology, department of internal medicine, (B)(6) university, incheon, republic of korea, with corresponding email: (B)(6)].